Manufacturer narrative:
This report is submtted november 11, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: device not received by the manufacturer.

Event description:
Per the clinic, the patient experienced headaches and a performance decrement with device use; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016.

Manufacturer narrative:
This report is submitted janaury 17, 2017.